Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient underwent an emergency surgery for a cranioencephalic trauma and epidural hematoma in which floseal was used. It was reported a high quantity of floseal was used due to excessive bleeding. It was reported there was a ¿constant oozing bleeding¿ at the epidural space; therefore 3 units of floseal were used and the excess was irrigated. The oozing continued so a 4th unit was applied and the excess was not irrigated. It was reported five days post-operatively the patient experienced a fever. The patient received 3 doses of cefazolin (1 gram, route not reported). It was reported after the antibiotic therapy the fever and ¿infection markers¿ improved (no further details). On an unreported date, the patient was transferred to a different hospital. At the time of this report no further detail was provided regarding patient¿s outcome. No additional information is available.